Event description:
The device was explanted due to backup vvi reset mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported event was confirmed. The reset was caused by an excessively high rate of parity micro-resets.